Manufacturer narrative:
The field service engineer (fse) found a machine pressure sensor autozero failed error code. The fse replaced the gas delivery system to address the reported issue. The fse repaired and tested the unit per service manual. The unit is fully operational and was returned to service. The fse reported that the issue was discovered during testing in the biomed shop and not in use on a patient. Further review of this file, it was determined that MFR report was reported in error. The fse reported that the issue was discovered in the biomed shop during testing and not in use on a patient.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer states unit has a machine pressure sensor autozero failed error code. The customer reported that the unit was not in use on patient at the time of the event. There was no report of patient or user harm. The customer contacted product support and requested for service repair. Other information is pending.